Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous aorta. A 27/7/2/100 equalizer¿ occlusion balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 27/7/2/100 equalizer¿ occlusion balloon catheter. No patient complications were reported and the patient's status was good.